Manufacturer narrative:
(B)(4):the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause:based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system continued going into standby mode and display message to clean the fiber tip even though tip had been cleaned @ 25,110 joules and 3:31 minutes of fiber use.the procedure was completed using a second surgical fiber.there was no patient injury reported.